Event description:
Patient presented with syncope seven years ago. She had a prior history of inferior mi and reduced ejection fraction of 0.40. She was inducible for vt at ep study and an ICD was placed.the ICD was a st. Jude epic + vr model v-196. The ICD lead was a st. Jude riata model number 1580. Last month she presented with failure of the ICD lead to capture and a high impedance on routine follow-up of the device. She was not pacemaker dependent. She was brought to the ep lab. Fluoroscopy of the ICD lead revealed externalized conductor cables between the shocking coils. The ICD generator was removed. The ICD lead was capped and left in place. A new ICD system was implanted on the contra lateral side. Clinical findings consistent with insulation failure of riata ICD lead. The riata lead was not explanted. It was left in place and a new lead implanted.